Manufacturer narrative:
G4: 17feb2020. B4: (B)(6)2020. Numerous attempts were made to obtain information on the repair of this device, no information is forthcoming this complaint is being closed. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10feb2020. B4: 11feb2020. The field service engineer was performing evaluation with the customer and was informed by the customer that power management printed circuit board assembly (pm pcba) was already replaced and the issue still the same. Fse advised customer to swap the user interface (ui) assembly for troubleshooting. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/12/2019.

Event description:
The customer reported that the unit would turn itself off and would turn back on. There was no patient involvement.